Manufacturer narrative:
The 2.6f PICC was returned for evaluation with approximately 8 cm of lumen attached. Visual inspection revealed no obvious defects. Functional testing was performed by flushing and aspirating water through both luers no resistance or other issues were noted. No device failure was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was assisting bedside nurse. At 2230 nurse discovered the tpn/lipids infusing into distal line were back flowing into proximal line which currently has bivalirudin infusing. Infusions were stopped. Provider ordered cxr, which was performed at bedside. While 2 piv were initiated, blood glucose was tested to ensure bg remain stable until mivf started. Provider agreed to hep lock central lines. While hep locking lumens with 10:1, the proximal lumen, which had the bival infusing, flushed easily and had blood return. The distal lumen (which had tpn/lipids infusing) flushed but had no blood return. At approximately 0600 rn assessed line and noticed insertion site was oozing and it was estimated 75% of the dressing was bloody. Bedside nurse and house resource rn proceeded to change dressing at which point line became dislodged a few cm and severely kinked. Provider notified and provider ordered to remove line. Line removed without complications and measured 8cm, which agreed with length upon insertion.